Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, they were trying to tighten the rotor but they could not grab onto the motor shaft. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Event description:
The facility reported an automix 3+3 compounder which had metal shavings under the red station rotor. The customer tried to tighten the rotor, but the screw would not grab the rotor shaft. This condition occurred during cleaning in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is considered 510(k) exempt (B)(4).

Manufacturer narrative:
(B)(4). Further investigation by baxter revealed that the red station rotor and rotor set screw were damaged, which is unlikely to cause or contribute to a death or serious injury, making this event no longer reportable.